Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed damage on the top case. Event history logs confirmed motor not running (mnr) message. Functional testing was performed and the reported issue was duplicated; the pump went into mnr during occlusion testing. The root cause of the issue was that the main board was out of the groove on the extrusion. To correct the issue, the main board was repositioned back into the groove of the extrusion. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a motor error. It is unknown if there was patient involvement, no adverse patient effects were reported.